Event description:
It was reported that the right ventricular lead was dislodged. During the re-implant procedure the helix of the lead was found to be blocked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. The distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that when the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector.